Event description:
During pta of a totally occluded lesion in the right superficial femoral artery, the balloon ruptured at 2 atm. When the device was received, the balloon was detached and was not included. Details regarding when and how the balloon detached were requested but were not available. There were heavy calcification and no vessel tortuosity. The target lesion was chronic total occlusion. The access site was from the ipsilateral side. The indeflator (boston scientific, encore) and the guidewire (st. Jude medical, treasure) were used for the procedure. When savvy balloon catheter (complaint product) was delivered to the target lesion; the balloon was ruptured at 2atm. After removal of the savvy, another product was used and the procedure was completed successfully. There was no adverse event and the patient is in stable condition.

Manufacturer narrative:
Please note that this device is available for testing and evaluation, but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.